Manufacturer narrative:
(B)(4). Note: this report corresponds with bard's report number (B)(4) for a "pelvicol."

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Per pfs, the outcome attributed to the device ¿constant pain, frequent infections and incontinence and pain during intercourse¿ (medical records are not available to substantiate the above complaints). Further gynecological records are not available for review to know the progress of the patient.

Event description:
Procedure: urological/gynecological. According to the reporter: the pt underwent a repair procedure and the pt allegedly experienced pain and injury. Pt has undergone or will undergo corrective surgery or surgeries.